Manufacturer narrative:
To date, despite several attempts, the distributor has not shipped the reported device to conmed. Upon receipt of the device, an evaluation will be performed and the complaint file will be updated accordingly. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of this product. The products released for distribution were found to have met all specifications prior to shipment. A two-year historical complaint review revealed 50 prior complaints involving 107 devices for this device family and failure mode. In this same timeframe, (B)(4) units have been manufactured and shipped worldwide, making the rate of occurrence of this failure 0.0008 percent. This reported packaging issue was obvious to the distributor, prompting the return of the device for evaluation. There was no patient involvement. As with all medical devices, examination of the product occurs multiple times prior to use. Good clinical practice would include examination and verification of the original packaging and its labeling to ensure both are intact. The instructions for use (IFU) provides the following warning. If packaging has been opened/damaged or altered, do not use the product and contact the manufacturer immediately. This incident type will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Correction: device was returned and evaluated by conmed. Manufacturer narrative: device evaluation: the complaint product packaging's short straight seal was observed to have a seal area and seal transfer less than 1/4" adjacent the product tubing. After performing dye leak testing, it was confirmed that there was no open seal and therefore no breach of sterility along the seal of the packaging. Due to the appearance of the defect area and the proximity to the device, it appears that the products tubing was in the seal area during the sealing process of the form fill and seal machine.

Manufacturer narrative:
The reported device is expected to be returned for evaluation. A supplemental and final report will be filed upon the completion of the product evaluation and the complaint investigation.

Event description:
The distributor in (B)(4) rejected one 0036480 3/16" x 6' surgical tubing with an "insufficient heatseal". In this instance, there was no patient involvement as the packaging anomaly was discovered during inspection prior to distribution to an end-user. The report is raised on the basis of a device malfunction with potential for injury with recurrence.